Manufacturer narrative:
(B)(6). Reported event of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2014. According to the complainant, prior to the procedure the device was tested by the physician and it was noted that the first band was able to deploy successfully. When the device was already inside the patient, the physician attempted to deploy the rest of the bands; however, none of the remaining bands were able to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found heavy residue present indicating use/handling. The ligator head was the only component returned. One band had been deployed and was not returned. The remaining six bands were present on the ligator head. Five of these bands had been moved distally. The white band had been moved and appeared caught under four other bands. One blue band had been moved proximally and onto the adaptor ring. The suture was noted to be broken and a portion remained attached to the ligator head. The ligator head teeth presented considerable damage. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2014. According to the complainant, prior to the procedure the device was tested by the physician and it was noted that the first band was able to deploy successfully. When the device was already inside the patient, the physician attempted to deploy the rest of the bands; however, none of the remaining bands were able to deploy. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.